Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being submitted due to images received 02-dec-2022 of the needle piercing the scope.

Manufacturer narrative:
PMA 510k #k210476 device evaluation: 1 unit of lot c1965684 of echo-hd-3-20-c involved in this complaint was returned with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 14th nov 2022. In summary the following results were observed in the lab evaluation: break observed below the sheath extender document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1965684 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1965684. The instructions for use, which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to the needle getting stuck in the scope which would have placed pressure on the needle potentially leading to the break observed. The break potentially occurred when removing the device from the scope outside of the patient as advised and as per picture received for this file. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-feb-23.

Manufacturer narrative:
PMA 510k #: k210476. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint description: needle tip broke inside patient. As per cc form: did biopsy no problem with first pass. Passed needle down a second time and when the dr went to pull the needle back into the sheath the handle would not allow this to happen so scope was removed with scope. The needle tip was still intact it was just the handle which was a problem.